Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left transfemoral tavr procedure with a 20mm sapien 3 ultra resilia valve, the 20mm commander delivery system handle was noted to have blood in flex indicator window during withdrawal post valve deployment. There was no visible damage to the delivery system push catheter, handle, or flex catheter. They were functioning fully upon removal from body. The valve was successfully deployed without incident, and the patient was transferred to pacu.